Event description:
It was reported that the insulin pump had a blank display. Customer stated that they replaced the batteries and received an error alarm. It was also noted that sometimes the buttons on the insulin pump do not work and or have a delayed response. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm or blank display was noted. The insulin pump passed the reset error test with no alarm. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.